Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple devices became stuck on "data upgrade in progress" following a remote upgrade. Four devices were affected, including the reported unit. All devices remained in this state despite rss status showing as online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the device and confirmed that med application was running. The tss confirmed with the customer that field service engineer (fse) reimaged the device, which resolved the issue. The system functioned as intended after the technical support specialist verified the device.